Manufacturer narrative:
D4): device serial number populated. D9): the device was returned for evaluation on 30apr2024. G3): the device evaluation and investigation were completed 02may2024. H3): visual inspection of the glidelight device found a kink in the outer jacket of the tail tube, just proximal to the bifurcate handle. In the area of the kink, the outer jacket was melted and breached, with broken and exposed fibers observed. No additional damage was noted. H6): based on the device evaluation and investigation, this has been determined to be a use related failure. The failure observed was due to the force and angle applied to the tail tube. The device became kinked and broken fibers at the area of the kink produced heat, which created a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
A2): patient''s date of birth unk a4): patient''s weight unk a5a./5b.): patient''s ethnicity/race unk b6): relevant tests/laboratory data unk b7): other relevant history unk d4): device serial number unk h3/h6): the device was not returned, thus no investigation could be completed and the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a left ventricular (lv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath on the rv lead, the lead was successfully extracted. Next, while working to extract the lv lead, the blue cord (tail tube) separated at the bifurcate handle, and smoke emitted from the area of separation. Use of the glidelight was discontinued, and the blue cord was immediately cut midway between the coupler and handle. Then, the glidelight was removed from the body, and the lv lead was extracted at the same time with no reported patient harm. The patient survived the procedure. This event is being reported for unintended radiation exposure, potential for harm.